Event description:
It was reported that customer received a minimum fill notification while attempting to load new cartridge, despite having sufficient usable insulin in cartridge. There was no adverse impact to the customer¿s blood glucose level. Technical Support instructed customer to remove pump from case, clean pneumatic tap area with alcohol wipe or lint-free cloth, and attempt to reload same cartridge, which did not resolve issue; customer was then guided through properly filling and loading new cartridge onto pump, and customer completed process after taking additional time to fill new cartridge.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown..